Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The four (4) year follow-up showed the presence of a type ia endoleak and aneurysm enlargement. Sac growth was greater than 5mm with no evidence of migration. The physician reported that the root cause for the device failure is secondary dilatation of the neck segment that was first recognized 3 years after the first procedure. This led to a type ia endoleak. Whether the aneurysm sac dilatation is mostly related to a high-flow type ii endoleak or an earlier development of the type ia endoleak, that was probably missed, remains speculative. The physician elected to convert the patient to open surgical repair and explant the stent graft and place a surgical graft. The patient recovered well from the surgical repair and was discharged on (B)(6) 2018. It was noted that the patient developed an incisional hernia that must be repaired after weight reduction in 3 months. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
Return device analysis found that the proximal stent was cut from the graft. The palmaz stent was also received, imprints of palmaz were seen only on the primary sealing ring. It is unknown when the palmaz was implanted. There was an additional non-elgx stent observed in ipsi limb. There was also a cut in graft and break in polymer in the sealing ring. There were no additional device evaluation findings. Clinical assessment was performed based off the provided medical records. The reported type ia and type ii endoleaks as well as the 13 mm sac growth are confirmed. The type ia endoleak was user related (use of undersized aortic body). The type ii endoleak was likely anatomy related. Procedure related harms for this event could not be determined. The final patient status was reported to be stable post open repair under surveillance. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.